Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Model numbers could include: 5076 or 4968. Patient information is limited due to confidentiality concerns. The baseline age characteristic is (B)(6) for the patients referenced in the article. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: transmural placement of endocardial pacing leads in patients with congenital heart disease. Annals of thoracic surgery. 2016;101(6):2335-2340. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable endocardial pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Three patient deaths were referenced in the article, with no specific manufacturer/device serial number correlation. Two of the deaths were "unrelated to pacing" - one from septic shock and one from multi-organ failure while using a ventricular assist device. The third death was related to "pacing of refractory asystole." The article also indicated that there were lead dislodgements/lead micro-dislodgements, apparent fractures, a report of diaphragmatic stimulation, a possible lead perforation, and a patient with a ¿steep increase of pacing thresholds.¿ further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.